Event description:
The suture had been cut off before the user determined that the suture had not really been tightened between the inner and outer parts of the anchor. It is not determined where and if the inner screw is secure in the pt.

Manufacturer narrative:
No product is being returned for evaluation.